Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-3210-0029 camera head is overheating. This occurred during a case. The camera was switched out and the case was completed. There was no patient effect reported.

Manufacturer narrative:
Additional information: h6 (no problem found) the evaluation did not identify any issues relevant to the reported event.

Event description:
Additional information was provided on 06/01/2023 where it was stated this event occurred on (B)(6) 2023. There was no patient hurt or burned. The camera did not smoke but fogged up.

Manufacturer narrative:
Additional information: b4, b5, g3.